Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that foreign matter was discovered in tubes with a bd vacutainer® k2e 3.6mg plus blood collection tubes. This occurred with 3 tubes and discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fms in tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was discovered in tubes with a bd vacutainer® k2e 3.6mg plus blood collection tubes. This occurred with 3 tubes and discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fms in tubes.